Event description:
A ventilator was returned to the manufacturer for service. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The device failed a step during testing. The device's oxygen blending module board was replaced to address the issue. The device was repaired, but not returned to the customer, pending customer approval of the estimate.